Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.UDI not available.

Event description:
It was reported that the patient presented for routine device change. Upon interrogation it was noted that the right atrial lead exhibited noise and low pacing impedance. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable.